Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter was reading inaccurately on (B)(6) 2016, when she repeatedly obtained the same blood glucose result of "186 mg/dl" hours and days apart. The patient manages her diabetes with oral medication, diet and/or exercise. She claimed that 15-20 minutes before the start of the alleged issue, she developed symptoms of "shakiness". She indicated that she continued to administer her usual dose of metformin 1000mg in the morning. No additional treatment or medical intervention was specified. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the patient's test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: although the patient's reported symptoms occurred prior to obtaining the alleged inaccurate results, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time causing the symptoms reported by the patient.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.